Manufacturer narrative:
Additional classification code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal of synthes distal fibula plate and cannulated screws on (B)(6) 2017. The surgeon stated that the hardware was bothering the patient so the patient requested to have it taken out. There was no issue during hardware removal, no patient consequence. There is no additional information. This is report 1 of 11 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the it was a hardware removed was one (1) distal fibula plate, four (4) 3.5mm cortex screw self-tapping 12mm, two (2) 4.0mm cannulated screw short thread/36mm and four (4) 2.7mm locking screw self-tapping with t8 stardrive recess 14mm.